Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The alleged cartridge change error issue and minimum fill issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. In addition, it was reported that a cartridge change error occurred during the load sequence. Customer reloaded the cartridge to resolve the issue. Subsequently, a minimum fill notification occurred. Customer¿s blood glucose value was between 145-151 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.